Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for the treatment of bowel issues. The reason for the call was the patient's insurance had changed and they needed to find a new doctor. They were having a lot of burning in the area where the stimulator was implanted. It started a few months ago and the patient had been looking for a specialist covered by their insurance. A message was sent to the field staff to see if there were any doctors that worked with the device in the patient's area.